Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging severe sleep apnea, wheezing, sinus issues, red painful eyes. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Using a known good power supply and power cord, manufacturer powered on the device and initiated therapy verifying airflow. During review of the error logs, there were 0 errors logged. During the investigation, manufacturer observed what appeared to be small cuts/slits in the exterior of the top enclosure and rear panel. What appeared to be a small hole was observed in the interior of the top enclosure. An unknown dust-like contaminant was observed on the top enclosure, front panel, rear panel, blower motor, and the bottom enclosure. A small number of hair-like fibers were observed on the top enclosure and bottom enclosure. Manufacturer made an observation that the device was labeled as a remediated device, however, the blower box contained within the device contained the black sound foam abatement. Evidence of sound abatement foam degradation/breakdown was not observed.